Event description:
It was reported that the symptomatic patient presented for a follow-up exam. During the interrogation the pulse generator exhibited back-up vvi mode. The device was downloaded successfully and the patient's symptoms were resolved. The patient would continue to be monitored.